Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appy procedure, the instrument would not staple. Case completed with another device of the same product code. No patient consequence.